Manufacturer narrative:
Date of event: exact date unknown event occurred years ago from date manufacturer was made aware. Explant date: years ago. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc83336500, model: sc-8336-50, serial: (B)(4), batch: 19430212.

Event description:
It was reported that the patient underwent an explant due to an unknown reason. No further information has been obtained despite good faith efforts.